Event description:
It was reported that after approximately twenty-four hours of intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. It was noted that prior to her receiving the patient, the fiber optic has stopped working. The previous nurse had tried to transduce a waveform, but the inner lumen was clotted. The previous nurse had capped the inner lumen and marked "do not use". The customer wanted to know if there was anything to be done for the fiber optic failure. They disconnected and reconnected the fiber optic cord, but fiber optic sensor failure was displayed. It was explained that the pump needed an arterial waveform to time appropriately. It was explained that in this situation they could use a radial arterial line as an alternate source. It was stated the md was planning to place a radial line. They were encouraged to remind the physician that the arterial line should be placed sooner rather than later so the pump can operate optimally. The iab was in use for approximately forty-eight hours. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender tubing was also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm. The optical fiber was found to be broken at this location. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen and resistance was only felt at the kinked location of 76.2cm. The optical fiber was found to be broken, confirming the reported sensor failure. Although there wasn't a clot found in the inner lumen, the inner lumen was found kinked which can cause the appearance of a clotted lumen. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Manufacturer narrative:
Additional initial reporter and occupation - (B)(6) the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. It was noted that prior to her receiving the patient, the fiber optic has stopped working. The previous nurse had tried to transduce a waveform, but the inner lumen was clotted. The previous nurse had capped the inner lumen and marked "do not use". The customer wanted to know if there was anything to be done for the fiber optic failure. They disconnected and reconnected the fiber optic cord, but fiber optic sensor failure was displayed. It was explained that the pump needed an arterial waveform to time appropriately. It was explained that in this situation they could use a radial arterial line as an alternate source. It was stated the md was planning to place a radial line. They were encouraged to remind the physician that the arterial line should be placed sooner rather than later so the pump can operate optimally. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a